Event description:
It was reported that one week after a successful lead revision, the left ventricular lead (lv) had no capture and x-ray showed that the lead had moved. Reprogramming was performed. It was further reported that there was no capture in any configuration so the lv lead was programmed off, with the right ventricular lead set at appropriate outputs to provide the needed pacing. The patient is part of the prompt study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.